Event description:
An 8 months follow up visit performed in 2005 revealed restenosis of the vessel treated at index procedure. This was confirmed by angiography report. Repeat ptca was performed. There was no reported pt injury. The product was clinically used and will not be returned.